Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine follow up appointment this right ventricular (rv) lead was not stimulating the tissue as expected. The lead was explanted and replaced without issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the clear medical adhesive was separated from the gore covering at the proximal end of the proximal spring electrode. The proximal spring was noted to be stretched. Analysis determined that this damage occurred as part of the explant procedure and did not contribute to the clinical observations. Detailed testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.